Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 931.3 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump was replaced on (B)(6) 2018 for end of service (eos). The catheter was not able to be aspirated at the time. The surgeon chose to monitor the patient on the same dose since there was no question of efficacy before the replacement. This information was relayed to the managing physician so that she was aware of the situation. Notice was received on 2018-aug-17 that the patient was admitted to the hospital for confusion and increased spasticity post pump replacement. The official diagnosis was urinary tract infection, but the catheter patency was called into question. There was no dye study performed. No diagnostic testing or troubleshooting was performed. They were awaiting surgical consultation for a possible catheter revision. Surgical intervention was not scheduled. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable. The issue was not resolved at the time of the report. The patient was with injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the report was unable to be obtained. The patient¿s medical history and weight were requested but were not available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the inability to aspirate, it was clarified that the aspiration had been attempted via the catheter and catheter access port (cap) intraoperatively. Regarding if a catheter revision was scheduled or performed, it was noted that no future procedures were scheduled or planned at this time. The cause of the inability to aspirate the catheter and catheter patency having been in question was still unknown. Regarding the hospitalization, confusion, and increased spasticity, it was noted that according to the physician, the urinary tract infection was thought to be the cause of the symptoms. Regarding if the inability to aspirate the catheter / patency in question, confusion, and increased spasticity had been resolved, it was noted that no further actions had been taken. No product was to be returned to the manufacturer as nothing was removed.